Event description:
One inch of the tip of the blade cracked while using it on a pt. When it was removed from the pt, the whole tip separated from the blade. When looking at the screen on the monitor the doctor could see something blue which they believe was the blade. It did not separate all the way until it was removed from the pt. The pt was successfully intubated. When the doctor checked the pt there was no visual damage. All the pieces of the device were collected.

Manufacturer narrative:
Eval summary: immediate visible damage, tip chipped, cracked by s/n. Failure confirmed.